Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a webster ® cs catheter with ez steer® thechnology and auto ID . There was noise on the carto 3 system and the recording system. Reseated the catheter but the issue persisted. They replaced the cable with no resolution. Replaced the catheter and the issue was resolved. It was also reported that when the catheter was taken out of the body the internal wires were exposed. No patient consequence was reported. Additional information was received. The noise was observed on the intracardiac, body surface and all ECG (bs + ic) channels. The signal interference (noise) was observed on both the carto and the recording system. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The issue was found closer to the distal electrodes. The catheter was not pre-shaped. The device evaluation was completed on (B)(6) 2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device, the tip was normal, and no exposed wires were observed. An electrical test was performed and the device was recognized; however, the device could not be completely visualized on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The broken tip issue reported by the customer could be related to the anchor window that is filled with adhesive, however, this is the catheter design. The electrical issue reported by the customer was confirmed due to the open circuit found. The potential cause of the open circuit could not be conclusively determined. The instruction for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade; connect the interface cable to the patient interface unit of the appropriate carto¿ ep navigation system and connect the catheter to the interface cable. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿internal wires were exposed¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿noise¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a webster ® cs catheter with ez steer® thechnology and auto ID and internal wires exposed was observed. In addition, the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. There was noise on the carto 3 system and the recording system. Reseated the catheter but the issue persisted. They replaced the cable with no resolution. Replaced the catheter and the issue was resolved. It was also reported that when the catheter was taken out of the body the internal wires were exposed. No patient consequence was reported. Additional information was received on (B)(6)2024. The noise was observed on the intracardiac, body surface and all ECG (bs + ic) channels. The signal interference (noise) was observed on both the carto and the recording system. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The issue was found closer to the distal electrodes. No picture available. The catheter was not pre-shaped. The internal wires exposed was assessed as MDR reportable. The noise issue was originally considered non-reportable, however, bwi became aware that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm on (B)(6)2024 and have reassessed the noise issue as reportable. The awareness date for the issue was (B)(6)2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).